Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 41 mg/dl, 47 mg/dl, 327 mg/dl, 50 mg/dl, and "over" 300 mg/dl. Low blood glucose symptoms were reported with these results. Customer self-treated with pieces of "glucose." No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.